Event description:
It was reported that during a knee joint procedure, one electrode metal particle of the super turbovac fell into the joint cavity and could not be removed. The procedure was successfully completed with a surgical delay greater than 30 minutes using a smith and nephew back up device. The patient is actually fine. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. The tip is worn from use. An electrode ball is missing from the tip. A functional evaluation observed tgat device was plugged into the controller and registered settings (1,7). The wand was able to generate plasma as normal. The resistance measured at 0.90 kilo ohms. An evaluation of the customer provided images showed the wand with a missing/detached electrode. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review identified similar reported events; however, no distinct trend has been observed for the reported event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate.a clinical review state, based on the limited information provided, we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. The device IFU does caution to, ¿check the wand tip periodically to ensure the electrode is intact and the wand is functioning as intended. If the electrode is not intact, discontinue use and check the joint cavity by appropriate means.¿ the super multivac 90 icw wand (electrode) is made of tungsten. The wand is an externally communicating device, it is neither manufactured nor intended for implantation. It is also not approved for long term internal tissue exposure and long-term implantation data is not available. Micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) activating the device above recommended settings for prolonged periods of time. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H2: corrected information in h6 (investigation findings). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. However, an evaluation of the customer provided images showed the wand with a missing/detached electrode. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review identified similar reported events; however, no distinct trend has been observed for the reported event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review state, based on the limited information provided, we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. The device IFU does caution to, ¿check the wand tip periodically to ensure the electrode is intact and the wand is functioning as intended. If the electrode is not intact, discontinue use and check the joint cavity by appropriate means.¿ the super multivac 90 icw wand (electrode) is made of tungsten. The wand is an externally communicating device, it is neither manufactured nor intended for implantation. It is also not approved for long term internal tissue exposure and long-term implantation data is not available. Micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) activating the device above recommended settings for prolonged periods of time. Based on this investigation, the need for corrective action is not indicated.